Event description:
The customer reported that the side-firing fiber was noticed to have commenced firing at an unintended direction at 182.000 joules during a prostate procedure. It was reported that the physician continued to work with the fiber, for an unspecified amount of time. The procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) - refers to unintended directional firing of the side-firing surgical fiber.